Event description:
Pt was referred for pacemaker revision because of high capture threshold of ventricular lead soon after implant. The ventricular lead was found to have a capture threshold of 7v/13.1 ma with impedance of 551 ohms. This lead was removed using gentle traction. Visual damage to the insulation proximal to the ring electrode. A new lead was implanted and tested without complications.